Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ of the operator's manual: "[inspection of the endoscopic image]. Confirm that the wli and nbi (white light imaging and narrow band imaging) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ of the operator's manual: "[inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed a scope communication error. It is unknown when the event took place. The intended therapeutic procedure was completed using a similar device. There was no reports of health hazard to the patient or user of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. Due to damage on charged couple device unit and dirt on the electrical contact of the video plug, error code b30 (scope communication error) occurred. It was observed the adhesive around the objective lens was peeled, which is also a reportable malfunction. Additional findings are as follows: due to a pinhole on the universal cord water tightness is lost, due the bending section cover has a scratch, adhesive on the bending section cover has a chip, the video connector has a scratch, and due to damage on the lock engagement lever, the bending section cannot be fixed firmly. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.